Event description:
The customer reported to olympus, images wavy and intermittent error messages on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered images wavy and intermittent error messages was due to a faulty patient board set, software version needed to be updated from 3.01 to 4.10 version and the video connector was in fair condition. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported issue was caused by a failure of the patient board set that processes input from the scope. However, the root cause of the patient board set failure could not be determined. Olympus will continue to monitor field performance for this device.